Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into the hospital due to hyperglycemia, on (B)(6) 2019 with blood glucose level was 584 mg/dl. Customer stated that insulin pump was not working and leaks in the reservoir compartment. Customer reports the load reservoir process completed without insulin exiting out of the tubing. Customer did not want to full troubleshooting for reservoir and tubing process. The insulin pump will be and reservoir will not be returned for analysis.